Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was 317 mg/dl and positive ketones in urine were found. Customer treated high blood glucose with insulin injection and drank water. It was unknown that customer was using insulin pump or not at the time of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.